Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and some possible reasons for the decreased measurements. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system exhibited shock impedance measurements of 20-27 ohms. No adverse patient effects were reported.